Event description:
An account reported that several pts experienced post operative bleeding after performing endoscopic retrograde cholangio-pancreatographies (ercps) with the electrosurgical unit (esu/generator) in the endo cut mode. One developed a clot, the other an ulcer bed, and in the third case the ersp needed to be repeated.

Event description:
An account reported that several pts experienced post operative bleeding after performing endoscopic retrograde cholangio-pancreatographies (ercos) with the electrosurgical unit (esu/generator) in the endo cut mode. One developed a clot, the other an ulcer bed, and and in the third case the ercp needed to be repeated.

Event description:
An account reported that several pts experienced post operative bleeding after performing endoscopic retrograde cholangio-pancreatographies (ercps) with the electrosurgical unit (esu/generator) in the endo cut mode. One developed a clot, the other an ulcer bed, and in the third case the ercp needed to be repeated.